Event description:
Four weeks ago I had an MRI procedure in phoenix on a 3telsa machine. During the procedure I started to feel like I was being overheated, especially towards the end. My skin started to feel like it was being irradiated with a prickly hot feeling especially around my chest and arms. I mentioned it to the tech after I got off the table but she said it was normal, that the machines often heat up a bit with constant use. During the night and next day my skin went red and felt like I had a bad sunburn. After researching the issue I discovered articles that describe rf related burns. I reached out to a professor of radiology and medicine at (B)(6) and he told me this is rf radiation burn and I need to be checked out asap. I've been to the (B)(6) burn center and consulted with my family doctors as well as dermatologists. I've tried to treat the skin burn with ointments and lotions but it's taken a month for the skin pain to wear off and my skin has been left very damaged (looking like crepe paper). I've been keeping photographs of my skin. I filed a complaint with the clinic but they will not communicate with me. I've read that over exposure to rf radiation can cause also eye and testicular damage due to the inability of these organs to regulate heat. I had an ophthalmologist look at my eyes but I've noticed some dramatic changes in sexual performance and a reduction in semen levels to virtually zero since the event. I have my doctor ordering a testosterone level check and am seeing a dermatologist at (B)(6) clinic at the end of the month to discuss potential testicular damage. What recourse do I have to report this and have it investigated? Thanks (B)(6). Dermatology evaluation: thermal burn.